Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received excessive no delivery alarms. During troubleshooting, caller reported of trying all remedies with no resolution. Customer's blood glucose was 558 mg/dl. Caller was advised that sample infusion sets would be sent to customer. Caller called back to report that a different cannula solved the issue. Infusion sets were replaced.